Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be secured into the locking mechanism, the pawls were melted on the lock/pawl assembly due to the device being power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow instructions for use by running the device in the safe or load position which could also be classified as use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the motor device was not anchoring fluted routers. During in-house engineering evaluation, it was determined that the cutter could not be secured into the locking mechanism, pawls on the lock/pawl assembly were melted and the device was powerbroken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date event was unknown but was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.